Event description:
The reporter stated that the white plastic portion of the access port came off the device when the luer lock syringe was removed. The blue plastic piece fell out and as a result the system was open and sterility compromised. It was changed immediately. There is no report of harm to the patient. The device was not saved for evaluation.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.